Event description:
The customer reported the mx40 device has no sound and a speaker malfunction error is displayed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Customer declined repair/replacement.